Event description:
Asr revision, asr xl - right, reason(s) for revision: pain.

Event description:
Asr revision; asr xl - right; reason(s) for revision: pain. Update received: (B)(4) 2014 - added hospital: (B)(6) hospital, added surgeon: dr (B)(6), added further reason for revision: increased chromium and cobalt levels: metallosis. Cup implanted: (B)(6) 2008. Xl products implanted: (B)(6) 2009. All products revised: (B)(6) 2013. This patient underwent a resurfacing to xl procedure - this is the 2nd of 2 revisions. Please see (B)(4) for the 1st revision.

Manufacturer narrative:
Depuy still considers the investigation closed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision; asr xl - right; reason(s) for revision: pain. Update received: (B)(4) 2014 - filled mapped to mw fields, added hospital: (B)(6), added further reason for revision: increased chromium and cobalt levels: metallosis, amended implant dates, attached query document and (B)(4). Cup implanted: (B)(6) 2008. Xl products implanted: (B)(6) 2009. All products revised: (B)(6) 2013. This patient underwent a resurfacing to xl procedure - this is the 2nd of 2 revisions. (B)(4). Additional information please note the surgeon confirmation form is a mix of both revisions, but the revision reasons and revision date refer to this com, all other details regarding the 1st revision will be reported as necessary.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.